Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Early during the procedure after getting left atrium (la) access and before the ablation started, pericardial effusion started to accumulate. After the ablation, the effusion grew and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the blood from the pericardium. However, bleeding did not stop, and surgical intervention was required. Bleeding stopped after surgical repair, and the patient is recovering. There¿s no information on if extended hospitalization was required. The physician commented there was no issue with bwi products and believes the adverse event occurred due to a problem while accessing the la with the transseptal sheath. No bwi product malfunctions were reported. Multiple attempts were made to obtain further information regarding this event; however, no response was received. Should more information become available in the future, it will be reviewed and processed accordingly. This event is being conservatively reported under the bwi ablation catheter, since the cardiac tamponade was confirmed after the ablation was performed; therefore, the stsf catheter cannot be excluded.

Manufacturer narrative:
On 6/8/2020, biosense webster inc. Received additional information about the event. It was reported that the patient was a 65-year-old male and the patient¿s outcome is fully recovered with no residual effects. The product name is unknown for the transseptal puncture needle used during procedure. Physician¿s opinion is that adverse event was caused by another non-bwi product as the pericardial effusion was noticed early during the procedure after getting left atrium (la) access (transseptal phase) and before the ablation started. This file remains MDR reportable since the bwi ablation catheter cannot be excluded as the cause of the adverse event. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30320514m identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Corrections: 1. Fields b1.is adverse event, b2. Is life threatening and b2. Is required intervention were inadvertently unchecked in the initial 3500a medwatch. Check mark has now been added to these fields. 2. Field b4. Date of this report in the 3500a medwatch was incorrectly reported as 5/12/2020; should have been 4/12/2020. 3. Field g4. Date received by manufacturer in the 3500a medwatch was incorrectly reported as 5/12/2020; should have been 4/12/2020. 4. Patient code 3191 (no code available) was reported in the initial 3500a medwatch to represent ¿surgical intervention.¿ 5. Unknown transseptal puncture needle was inadvertently omitted from field d11. Concomitant med. Products and it has now been added. Manufacturer's ref. #: (B)(4).